Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient was admitted to hospital with dka. Father thinks the dka was caused by the pump shutting off without his son knowing it had shut off. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.